Manufacturer narrative:
Additional narrative: event date is unknown. This report is for an unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure to repair a femur fracture on an unknown date. The patient was implanted with an unknown 4.5mm broad locking compression plate (lcp) and an unknown number of unknown screws. On (B)(6) 2017, the patient was returned to the operating room after suffering a fall and fracturing the femur again, distally to the implants. The implanted devices were removed easily and intact, and the patient was revised to a synthes medial distal tibia plate and an unknown number of unknown screws. The procedure was successfully completed and no adverse events were reported against the patient. The patient is listed as stable. This report is for an unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.